Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was an unspecified pump failure incident with two infusion pump "sets" and that the devices' iui's were recently replaced. Although requested, further information was not provided.